Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the left side fully fired, right side outer row fully fired and the right two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Additionally the cartridge pan was noted to be partially dislodged from the left side. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, the green reload was used on the second firing. The cartridge broke and the staples did not fire on the patient side, however the knife blade advanced. Patient was bleeding and the sleeve was not closed by our stapler. Case completed with a competitors device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was the product code and lot/batch number for the stapler used with the ecr60g cartridge (ex, ec60, long60a, pse60a, etc)? What other color cartridges were used before and after this event? What was the patient¿s bmi and gender? Was buttressing material utilized? If so, which product? How much blood was lost (ml)? Did the patient require a transfusion?